Event description:
The pt experienced a shocking or jolting sensation "all over". Movement did cause stimulation changes. There was no known accident or incident related to this event. There was a bruise over the device. Additional info has been requested.

Manufacturer narrative:
(B) (4).